Manufacturer narrative:
Please refer to the attached report.

Event description:
Pacemaker was implanted 10 years ago. On (B)(6) 2015, it was impossible to interrogate the pacemaker (with several programmers). Few spikes were observed on the ECG, but there was no response when applying a magnet. A complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2015. When trying to interrogate the pacemaker after the hardware reset, a message was displayed by the programmer indicating telemetry errors. Recommendations to replace the pacemaker were provided. Patient reportedly passed away on (B)(6) 2015. Preliminary analysis showed that the device performed as specified.

Event description:
Pacemaker was implanted 10 years ago. On (B)(6) 2015, it was impossible to interrogate the pacemaker (with several programmers). Few spikes were observed on the ECG, but there was no response when applying a magnet. A complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2015. When trying to interrogate the pacemaker after the hardware reset, a message was displayed by the programmer indicating telemetry errors. Recommendations to replace the pacemaker were provided. Patient reportedly passed away on (B)(6) 2015. Preliminary analysis showed that the device performed as specified.

Manufacturer narrative:
.

Event description:
Pacemaker was implanted 10 years ago. On (B)(6) 2015, it was impossible to interrogate the pacemaker (with several programmers). Few spikes were observed on the ECG, but there was no response when applying a magnet. A complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2015. When trying to interrogate the pacemaker after the hardware reset, a message was displayed by the programmer indicating telemetry errors. Recommendations to replace the pacemaker were provided. Patient reportedly passed away on (B)(6) 2015. Preliminary analysis showed that the device performed as specified.